Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# v004839, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (b)(4, implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(4) 2007, product type: extension. Product ID: 3387-40, lot# j0437355v , implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative was not sure if the patient received a new battery. The reporter did not believe the patient had at the time of the report.

Event description:
It was reported that the healthcare professional (hcp) did not believe that the implantable neurostimulator (ins) was not lasting as long as it should. Additional information received reported that there was no reprogramming but impedances were conducted and fell within normal range. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the generator was replaced. It was noted that the patient was fine the battery just reach end of life (eol) earlier than expected. Additional information was requested but was not available as of the date of this report. Refer to manufacturer report number 3004209178-2014-01498

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# v004839, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387-40, lot# j0437355v, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was the left pulse generator was depleted. The device that the event was attributed to was the implantable neurostimulator (ins). It was considered premature battery depletion. A replacement had occurred on (B)(6) 2014. Reprogramming was done on (B)(6) 2014, the patient was currently at 3.0 instead of original 3.6. On (B)(6) 2013 the patient had returned to the healthcare professional 1 year after last visit. Patient's device was on and he denied any worsening symptoms. Patient had significant stooped posture and petit pas. Devices were interrogated and in good working condition. Right battery voltage was 2.9 and the left battery was 2.71. There was no elective replacement indicator (eri). On (B)(6) 2014 patient had right tremor and had been given an alert on the patient programmer that the left ins was depleted. Right side was on and showed no sign of malfunction, battery voltage was 2.96. The left side had an end of service message and was off and voltage was 2.63. (B)(6) 2014, the left side ins only lasted about 20 months. Incisions were healing well and motor strength was 5/5. Both devices were interrogated and found to be in good working shape.